Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of a death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the returned sensor patch. . Unable to be extracted the data from the sensor using evm (evaluation module). After multiple attempts and resetting the evm, the sensor did not scan. Observed "security failure - decryption command rejected" error message that indicates a possible sign of contamination on the pcb (printed circuit board). The sensor was further investigated and de-cased. Visual inspection of the returned sensor revealed contamination on the sensor¿s printed circuit board (pcb) due to liquid ingress. In order to test the complaint of low readings, a linearity test must be performed. Since the damage to the pcb was so excessive, a linearity test could not be performed. Therefore, adc is unable to further test the returned product. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.section d7a (single use device) has been updated.